Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade requiring medication (unspecified) and pericardiocentesis. During the procedure, a tamponade was detected. Medication (unspecified) was administered and blood pressure was monitored. A pericardiocentesis was performed at the end of the procedure, yielding an unknown amount of fluid. Patient was reported to be in stable condition immediately after the event. Physician did not provide a causality opinion. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.